Event description:
It was reported by the customer that upon pulling the cot out of the back of an ambulance the safety bar did not catch the "j" hook that was fastened on the floor of the ambulance, resulting in the cot tipping with the patient on the cot. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: safety bar.